Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
During a pulsed field ablation (pfa) procedure for atrial fibrillation, a farawave nav catheter and a starter guidewire were selected for use. After successful energy delivery in the left pulmonary veins and the right superior pulmonary vein, the physician advanced the catheter toward the right inferior pulmonary vein. During this maneuver, resistance was encountered with the guidewire, and the guidewire subsequently became stuck. Troubleshooting protocols for a stuck guidewire were initiated immediately. The catheter was removed from the sheath while aspirating to prevent air introduction. The guidewire was advanced past the catheter tip. Visual inspection of the catheter revealed a small piece of tissue trapped between the guidewire and the catheter. The tissue was manually removed, the guidewire was withdrawn from the catheter, and the catheter was flushed. A new starter guidewire was then opened. The physician reintroduced the original catheter with the new guidewire into the sheath while aspirating to prevent air introduction. The procedure was completed successfully. No patient complications occurred, and the patient recovered fully.